Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The patient was enrolled in (B)(4) study with a positive function test for ischemia. The patient had an 80%, de novo, type b2, moderately calcified lesion in the proximal left anterior descending artery. The lesion was .70mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.5 x 13mm cypher stent was implanted at 15atm. The stent was post-dilated. Approximately eight months post index procedure the patient had sub-sternal chest pain and was diagnosed with a myocardial infarction. The patient had to have a coronary artery bypass graft done. The event was deemed to be unrelated to the stent implanted during the index procedure.

Manufacturer narrative:
The complaint received states that approximately 8 months post index procedure the patient suffered an mi and restenosis. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, present smoker, allergy to clindamycin, IV dye allergy, and allergy to penicillin. The patient was enrolled in the (B)(6) study with a positive function test for ischemia. The patient had an 80%, de novo, type b2, moderately calcified lesion in the proximal left anterior descending artery. The lesion was .70mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.5 x 13mm cypher stent was implanted at 15atm. The stent was post-dilated. Approximately eight months post index procedure the patient had sub-sternal chest pain and was diagnosed with a myocardial infarction. The patient had to have a coronary artery bypass graft done post mi. Despite multiple attempts, to date no further information regarding this event has been available. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
Additional information was received that the patient had a CABG 5 days after the previously reported mi. The vessels involved were not provided.

Manufacturer narrative:
The complaint received states that approximately 8 months post index procedure the patient suffered an mi. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, present smoker, allergy to clindamycin, IV dye allergy, and allergy to penicillin. The patient was enrolled in the (B)(4) study with a positive function test for ischemia. The patient had an 80%, de novo, type b2, moderately calcified lesion in the proximal left anterior descending artery. The lesion was .70mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.5 x 13mm cypher stent was implanted at 15atm. The stent was post-dilated. Approximately eight months post index procedure the patient had sub-sternal chest pain and was diagnosed with a myocardial infarction. The patient had to have a coronary artery bypass graft done. Despite multiple attempts, to date no further information regarding this event has been available. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15228546 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Record (B)(4)) samples from lot 15228546 ((B)(4)) were taken for routine bioburden testing (B)(4). Microbiology testing obtained satisfactory results. Pre-sterile lot 15228548 was reviewed. It was observed during review of this lot that (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information does not allow for an exact assessment of potential contributing factors.